Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump squirted or shots out insulin while priming instead of dripping. The customer¿s blood glucose was unknown. Customer reported that the insulin pump alarmed with random no delivery alarm and screen had scratches. Customer mentioned that the backlight was dimmer. The insulin pump will not be returned for analysis.